Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection and power on self-test were performed. During the visual inspection it was identified that the fuses were burned. The cause of the burns could not be determined. The fuses were replaced to fix the found condition. The pump was serviced to meet functional specification. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During product service by a service technician, a flo-gard infusion pump was found to have burned fuses. No additional information is available.